Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with dianeal pd2 unknown therapy was ongoing with unspecified dose. On an unreported date, an unspecified environmental condition occurred. On (B)(6) 2012, the patient experienced peritonitis manifested as abdominal pain and cloudy effluent. The cause of the peritonitis was due to environmental condition. On an unreported date, the patient began treatment with ceftazidime and amikacin. The outcome for the case of peritonitis was unknown. An opinion of causality for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4).the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.